Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient tested 4.3 inr on the coaguchek xs plus system while a comparison lab returned as 3.0 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.